Event description:
Edwards received information through its implant patient registry that a 25 mm aortic pericardial valve was explanted after a duration of two (2) years and seven (7) months for prophylactic replacement. Although there were no issues with the valve, since bentall surgery was needed for this patient to treat aortic aneurysm, the valve was explanted. Bentall surgery was performed and the device was replaced to a 19 mm valve.

Manufacturer narrative:
F10: device code 3191- prophylactic replacement h10: additional manufacturer narrative: updated sections b5, e1, and f10.

Manufacturer narrative:
H11: corrected data: on occasion valves or rings may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is intra or post-operative bleeding related to the procedure and not directly related to the valve. In this case, the root cause of this event was due to patient related factors. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The subject device was not returned for evaluation as there was no allegation of device malfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information through its implant patient registry that a 25 mm aortic pericardial valve was explanted after a duration of two (2) years and seven (7) months due to unknown reason. A 19 mm edwards valve was implanted in replacement.